Event description:
Info received related to a trial conducted outside of the u.s. Stating that after having deployed the stent in the vessel, the pt suffered from ventricular fibrillation which had been caused by a transient occlusion of the vessel and required medical intervention (defribrillation). Previiously, it was already noticed that the pt had st segment elevations in the ECG.